Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the port butterfly wing piece allegedly was missing. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure in the right internal jugular vein using powerport isp MRI 6cf int w sp, att, sl. During the procedure, the port butterfly wing piece allegedly was missing. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding an infusion set. One of the butterfly wings is noted to be missing. The missing wing appears to be broken and separated from the infusion set. The manufacturing review states, visual inspection of the single image showed medical personnel holding the infusion needle which in turn is connected to a syringe, it was observed that one of the transparent wings of the infusion needle appears to be broken and separated. Therefore, the investigation is confirmed for the reported defective component and identified fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.